Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Potential causes of a fractured neurostimulator are: severe force or bending during implantation, improper surgical technique (incorrect tool, implanting too deep), supplier manufacturing issue, bend, kink, or stretch in electrode array, use of additional instrument handle electrode array, did not use care when replacing stylet, and stylet cut the internal lumen of the catheter. The device was implanted using an l curve. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6, includes the following statement: "the electrode array consists of electrodes, a circuit, and marker bands. Handle the electrode array with care. Do not bend the electrode array. Bending will damage the device. The electrode array should be implanted straight for optimal performance and must be internalized from the proximal tip to the distal end of the electrode array." Additionally, curonix chief medical officer noted the fractured neurostimulator may be due to the multiple manipulations. The patient also has a high bmi and has to move forcefully to get up or reposition their body which may have contributed to the report of migration. In addition, the patient has two non-curonix scs devices implanted which is non-compliant to the IFU. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - improper surgical technique (incorrect tool, implanting too deep) as the device was implanted using an l curve. - patient is a poor candidate due to health, weight, age, or mental capacity as the patient has a high bmi and has to move forcefully to get up or reposition their body. - interference from a non-curonix device as the patient has two non-curonix scs devices implanted. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
On (B)(6) 2024, a left superior cluneal pns was implanted using an l curve. Stimulation was obtained on the table. However, stimulation could not be achieved in the recovery room. X-rays were performed which confirmed migration. The patient was immediately taken back into the operating room for a revision procedure. Despite good stimulation on the table, they could not obtain stimulation in the recovery room. A repeat x-ray showed migration again. The patient was sent home and returned to the clinic two weeks later without having used the neurostimulator. A revision procedure was scheduled for (B)(6) 2024. In the operating room on june 24, 2024, imaging showed the neurostimulator had migrated significantly from its original positioning and the device had fractured between the channel marker band and the receiver marker band. The receiver marker band had stayed in its original position, however the channel marker band, circuitry and electrodes had separated causing the lead to travel anteriorly and inferiorly. The revision procedure was aborted. A CT scan was recommended to confirm the location of the two pieces of the device and determine further course of action. The patient is being referred to a general surgeon to remove the device. However, a date has not been provided. The patient is not using the device and they are doing well at this time.